Manufacturer narrative:
(B)(4). Reservoir 65 ml pc/iz. Device impotence mechanical/hydraulic.

Event description:
It was reported that patient had inflatable penile prosthesis (ipp) implanted over 10 years ago, post radical prostatectomy for cancer. Over the last 8-9 months, he noted pain whenever he sat down. Examination revealed the device had migrated out of position. The device was removed and a new one implanted. No signs of infection noted at the time of surgery. The surgeon described in his operative report that the old implant had "ridden up on the right side over the pubic bone." What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do. Other information about the patient that may have influenced the outcome of the event: possible age and previous surgical intervention.